Event description:
Unable to retract jacket, jacket broke. It was reported that high retraction forces resulted in the tearing of the jacket. The device was removed and a second graft successfully implanted.